Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain, complex reg pain syndrome type I, and spinal pain. It was reported that the patient turned their therapy off for the duration of their pregnancy and when they attempted to use therapy again, it wouldn't turn back on so they had to have the device replaced. The patient  stated no one ever told them that if you don't use the device for a specified period of time that it won't work anymore.